Event description:
Scissors introduced into patient through trocar, scissors fell off of shaft.====================== manufacturer response for disposable scissor tip, mediflex======================one of the blades had cracked and broken at the pivot point, a failure that we had not seen before. They followed this observation with random testing of remaining stock from the batch in question. In tests of 100 pieces, were unable to duplicate the failure.